Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatments to the bilateral infrascapular areas in (B)(6) 2021 and abdomen in (B)(6) 2021 and may have developed paradoxical adipose hyperplasia. The patient reported the following: in (B)(6) 2021 the areas were enlarged. The patient lost weight and the areas remained large. The patient was assessed by a board-certified plastic surgeon in (B)(6)2021.

Event description:
Paradoxical hyperplasia is confirmed in lower abdomen, bra rolls and (back) flanks.

Manufacturer narrative:
Correction to previous emdr - when additional info. Was received: emdr-11561 become aware date (g3): 6/23/2022 additional info: a4 b3 b5 d4 h6

Manufacturer narrative:
Corrected data: d1.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatments to the bilateral infrascapular areas in (B)(6) 2021 and abdomen in (B)(6) 2021 and may have developed paradoxical adipose hyperplasia. The patient reported the following: in (B)(6) 2021 the areas were enlarged. The patient lost weight and the areas remained large. The patient was assessed by a board-certified plastic surgeon in (B)(6) 2021.